Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded untreated episodes due to myopotential signal oversensing. The technical services (ts) discussed troubleshooting options. Then, additional information was received which indicated that, the s-ICD and this electrode delivered an inappropriate shock due no noisy signals oversensing. The noise terminated immediately after the shock, and this might be associated to activity change or postural changes. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.